Event description:
It was reported that the cases had "broken battery mounts." The hospital's clinical engineering team replaced the rear cases on their devices because the battery mount was either cracked or completely broken out on 1 or 2 of the 4 posts. The issue was observed by the hospital's clinical engineering team and there was no reported patient involvement.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.